Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter.

Event description:
Information was received from a healthcare professional via a manufacture's representative regarding a patient receiving unknown drug via an implanted pump. The indication for pump use was increased spasticity. It was reported the patient was having a catheter revision on (B)(6) 2016 due to increased spasticity. During the procedure, the doc tor dropped the implanted pump and a back up pump was used to replace the dropped pump. The patient had been having increased spasticity a month prior to the surgery. A dye study was performed and dye was present in the pump pocket. The cause of the issue was not determined and the catheter appeared to be in tact. The proximal segment of the catheter replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.